Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported implant (xifoss410) was not returned for investigation as it remains implanted in the patient's mouth. No pictures or x-ray images were provided for the reported event. A device history review was performed and no related nonconformances were noted. A complaint history review by item number was conducted for the reported device xifoss410 dating back 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. Appropriate documentation was reviewed and the following information was identified: xifoss410: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: precautions, potential adverse events (page 1) iipdts, iipdtl: documents reviewed: t3 and osseotite implant systems surgical manual - zbinstsm rev a 06/19 information identified: implant placement protocol. Complaint reported that the drivers got stuck with the implant during a surgery and did not disengage. The reported event is non-verifiable since the implant was not returned, remains implanted and all reported products could not be functionally tested against one another. A root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). Product will not be returned to manufacturer.

Event description:
It was reported that the unknown 3i implant could not be disengaged from neither the iipdts nor the iipdtl driver. Another driver was used to compete the procedure.